Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-mar-2021. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migration of the right implant into the abdomen') in a 41-year-old female patient who had essure (batch no. D31453) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("abdominal pain (during insertion)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain of 10 kg") and experienced headache ("more frequent headaches"), abdominal pain upper ("severe stomach aches during menstruation"), fatigue ("chronic fatigue"), arthralgia ("joint pain") and libido decreased ("decreased libido"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation and procedural pain outcome was unknown and the weight increased, headache, abdominal pain upper, fatigue, arthralgia and libido decreased had not resolved. The reporter considered abdominal pain upper, arthralgia, device dislocation, fatigue, headache, libido decreased, procedural pain and weight increased to be related to essure. The reporter commented: she has an appointment with a general surgeon to remove the 2 implants, hoping that the symptoms will disappear as a result. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kgs. X-ray - in (B)(6) 2016: migration of the right implant into the abdomen. Lot number: d31453, manufacturing date: 2014/11, and expiration date: 2017/11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6), reference number: (B)(4) on 23-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('migration of the right implant into the abdomen') in a (B)(6) year-old female patient who had essure (batch no. D31453) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("abdominal pain (during insertion)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain of 10 kg") and experienced headache ("more frequent headaches"), abdominal pain upper ("severe stomach aches during menstruation"), fatigue ("chronic fatigue"), arthralgia ("joint pain") and libido decreased ("decreased libido"). In april 2016, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation and procedural pain outcome was unknown and the weight increased, headache, abdominal pain upper, fatigue, arthralgia and libido decreased had not resolved. The reporter considered abdominal pain upper, arthralgia, device dislocation, fatigue, headache, libido decreased, procedural pain and weight increased to be related to essure. The reporter commented: she has an appointment with a general surgeon to remove the 2 implants, hoping that the symptoms will disappear as a result. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). X-ray in (B)(6) 2016: migration of the right implant into the abdomen. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.